Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing. As a result, the automatic gain control (agc) sensitivity was adjusted to 1mv. There was an increase in rv pacing threshold, but this maybe caused by a high dose of psychotropic drugs and alcohol abuse. A boston scientific technical services consultant recommended additional troubleshooting and to perform an x-ray to rule out lead impairment. No adverse patient effects were reported. This rv lead remains in service. Additional information was provided on (B)(6) 2021, it was reported that this right ventricular (rv) lead was extracted via laser and a new lead was implanted. No additional adverse patient effects were reported. The device will not return to boston scientific for analysis. The hospital staff disposed the device.